Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause of cylinder hose was falling out of the yoke, when the carbon dioxide (co2) canister was being changed could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cylinder hose was falling out of the yoke, when the carbon dioxide (co2) canister was being changed. The issue was found during a diagnostic colonoscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.